Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, added country name in ¿other¿ field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the reported issue was confirmed. An interference in the image was found. This was attributed to the interrupted internal wire behind the protector at the plug side. Though there was no visible damage found on the cable unit, a replacement was recommended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was partially confirmed. There was an image present on the device; however, it contain notable interference, and was not usable. The evaluator believes the cable unit will need to be replaced. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd camera head was not producing an image during a urological surgery due to a suspected wire break. According to the initial reporter, the procedure was completed using the subject device, with no injury or other harm reported.